Event description:
Touch screen has a crack in it.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation number (B)(4)cracked touchscreen. Left edge of touchscreen is cracked (see attached photo). Recommend replace cracked touchscreen. Replaced touchscreen sn (B)(4) with sn (B)(4). Checked and tested. Unit functions within all other specifications. Return to distributor. Found spliced wire (damaged insulation) on foot pedal underneath strain relief during packaging. Customer needs to be instructed to store cable with no stress on strain relief. Recommend supply new foot pedal. An email was sent to the sales rep instructing them to not store the cable with no stress on strain relief. The DHR for console s/n (B)(4)was reviewed and showed the unit met manufacturing specifications when released and there were no issues related to the complaint.